Event description:
Trivascular received information via a journal article that the patient presented with an iliac limb thrombosis on an unknown date (within 30 days of original implant procedure). The patient returned at 12 days post symptom onset, complaining of intermittent calf claudication and was treated with anti-platelets. As of the date of this report, information related to the patient treatment or the devices implanted have not been received. No additional patient sequelae has been reported.